Manufacturer narrative:
The device was received and an evaluation was performed to investigate the reported event. A service history review revealed no evidence of nonconforming product. A review of the event history log verified the occurrence of system error 224. Evaluation was able to reproduce the reported symptom while powering on the device with a known good battery module and customer supplied power cord. Visual inspection of the customer supplied power cord shows the connector to be cracked, causing intermittent power connection to ac power causing system error 224. Evaluation determined the cause was a damaged power cord. The power cord was replaced. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum device experienced a ec224 (spi task starved¿) alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.